Event description:
During a peg procedure, the retrieval snare from the peg (percutaneous endoscopic gastrostomy) kit was defective and would not open or close appropriately. Another peg kit needed to be opened to obtain a new retrieval snare. Defective snare came from 24fr avanos mic percutaneous endoscopic gastrostomy (peg) kit, ref# 7160-24, lot# 30312055, exp [redacted date].